Event description:
Health professional reported an alleged "port leak." This event was confirmed when the patient went in for an adjustment fill and was feeling "less and less restriction and was feeling hungry." The surgeon tried to remove existing saline from the device, but there was less fluid than notes indicated. Fluoroscopy testing was used to determine the location of the leak which showed "leaking at port or tubing of port." The surgeon removed and replaced the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."